Manufacturer narrative:
Product is expected to be returned but has not yet been received.

Event description:
It was reported the ardis implant broke in two pieces from the proximal end. The implant was retrieved from the pt and a different size implant was used to complete the procedure. There was no pt impact and the case was delayed by 10 minutes.